Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device.

Event description:
On (B)(6) 2025 the caregiver reported that the user had started the ilet about 30 minutes prior and the device displayed a high glucose reading of 400 mg/dl. The caregiver confirmed the high glucose predated ilet use. The agent explained that the ilet requires time to stabilize insulin delivery. The ilet provided high glucose alerts, and no medical intervention was required. No hospitalization, treatment, or long-term health effects were reported.